Manufacturer narrative:
The device is available for evaluation. However; it has not yet been received.

Event description:
The event involved a chemoclave® vented bag spike that leaks chemotherapy from the air vent. There was no patient involvement, no adverse event/patient harm and no delay in critical therapy. This captures the second of two events.

Manufacturer narrative:
On may 13, 2022, received one used: list #ch-14, chemoclave® vented bag spike; lot #unknown, and one used: list #unknown, 500ml bottle; lot #unknown. One used list #ch-14, chemoclave® vented bag spike; lot #unknown was received and visually inspected. As received, the filter vent material was wetted out with prior infusate. No other damage or anomalies were observed. Ch-14 chemoclave vented bag spike was primed with water at gravity pressure. During priming the filter of the bag spike leaked from multiple locations of the filter vent material. The reported complaint can be confirmed on the sample returned. The probable cause of the observed leakage is due to temporary or permanent loss of the hydrophobic properties of the filter vent material due to infusate interaction during use. A DHR lot # review could not be conducted because no lot number(s) was/were identified.